Event description:
A physician reported with a description of intraocular lens (iol) broken while injecting during surgical procedure. The lens was explanted during the initial procedure. Additional information has been received and stated that, the procedure was completed with the back up lens. There is no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. No viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry and is misfolded. A plunger underride was observed. The root cause may be related to failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd (ophthalmic viscosurgical device) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).